Manufacturer narrative:
The device was not returned for evaluation. No photographs of the disintegrated mesh was provided for evaluation. As of the date of this report, very little info has been provided about the implantation procedure, the revision procedure and the pt's outcome, the complaint investigation is therefore limited to device history record review and review of the provided clinical info. The lot history record review shows that the product met all predetermined acceptance criteria. The available clinical info describes the presence of contamination in the surgical field, which is a known risk factor for disintegration of a biologic mesh or infection of a synthetic mesh. Multiple attempts have been made to obtain additional clinical info. If additional clinical info is provided, it will be reported in a follow-up MDR.

Event description:
Xcm biologic was implanted in this pt as part of an unk abdominal surgical procedure. It was reported that the surgical field may have been contaminated. Approximately 12 days post-operative, it was reported that the mesh began to disintegrate. During a subsequent revision surgery, the remaining xcm biologic mesh was explanted and another biologic mesh was implanted. No outcome info is available as of the date of this report.